Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03663 and 2134265-2013-03665. It was reported that during a percutaneous coronary intervention (pci), ilab motor drive unit (mdu) automatic pullback failed. During a percutaneous coronary intervention, ilab mdu was not performing automatic pullback; however, there was no issue with manual pull back. No issue was noted with the bsc sled or bsc catheter. No complications reported and patient's condition is stable.